Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Promus premier ous mr 16 x 3.00mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 440mm distal to the distal end of the strain relief and multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 29-aug-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the proximal right coronary artery (rca). After a 6f non-bsc guide catheter was engaged and a 0.014 x 180cm non-bsc guide wire crossed the lesion, pre-dilatation was performed with a 2 x 9mm non-bsc balloon catheter. Subsequently, a 16 x 3.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion despite repeated attempts. The device was removed and pre-dilatation was again performed with a 2.5 x 9mm non-bsc balloon catheter. A 3.0 x 18mm non-bsc stent was then deployed at 14 atmospheres, followed by post-dilatation using a 3.0 x 10mm non-bsc balloon catheter at 20 atmospheres. Post-angioplasty angiogram revealed no residual stenosis with timi 3 flow in rca and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.